Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead exhibited passive analyzer noise. The physician attempted to change the analyzer cable with the same oversensing noise detected. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 ipg implanted: 2014-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification.